Event description:
During an implant procedure, there was low pacing impedance noted on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event and the patient was stable.

Manufacturer narrative:
The reported event of low lead impedance was confirmed. As received, a complete lead was returned in one piece. The lead failed a high voltage test and lead impedance due to the inner insulation being damaged at the suture tie to the lead body. Visual inspection found the inner insulation to be cut/damaged under the suture tie region. The cause of the reported event was due to the inner insulation being cut/damaged, consistent with procedural damage.